Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally with no errors logged and no indications relating to this event. Log review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following concomitant products were used during this procedure: 30 degree endoscope plus, medium-large clip applier x2, small clip applier, cadiere forceps, maryland bipolar forceps, fenestrated bipolar forceps, vessel sealer extend, and sureform 45 stapler. A site history review found no complaints were made for the instruments used during this procedure. A review of stapler instrument logs found no relevant errors that would have likely caused or contributed to the reported event. A review of the vse instrument logs identified five ¿energy activation halted¿ errors. However, there is insufficient information to determine whether these errors were related to the reported event, as the specific cause or context of the errors is unclear. No intraoperative complications were reported. The vse is a single-use instrument and, therefore, would not be used in subsequent procedures. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a robotic gastrectomy procedure. Although the report indicates they may have died from cardiac arrest, a CT scan also showed evidence of bleeding. The timing of when the CT was performed and when the cardiac arrest occurred is not provided nor is the bleeding source provided. No intraoperative complications were reported and no errors related to the da vinci system or instruments were noted. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci-assisted gastrectomy procedure, the patient experienced cardiac arrest in the intensive care unit (ICU) and subsequently expired despite resuscitation efforts. The procedure was completed without intraoperative complications. A postoperative CT scan showed intra-abdominal bleeding. There was no information provided regarding the patient¿s post-operative care leading to a CT scan. The cause of the bleeding remains unclear.